Event description:
The complainant reported that a patient was on impella cp support and after the implant, there was oozing from the access site. Forward tension sutures were placed, angle matched, and dressing was changed. Support was continued. Additionally, the patient had hemolysis during support and continuous renal replacement therapy was started. The p level was decreased and heparin concentration was increased. The staff did not think the hemolysis was caused by the impella. However, it is unknown if the impella contributed to the hemolysis. Furthermore, the patient had ventricular tachycardia during support. Amiodarone was started. Moreover, the patient was possibly septic and had a cold leg. The staff planned on weaning the pump and explanting however explanation was not confirmed. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of access site bleeding, renal failure, vf/vt/af/at, limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Access site bleeding - major: data logs are not applicable and product was not returned. The root cause of the access site bleeding was most likely use-related since the bleeding resolved after placing forward tension sutures and angle matching. Hemolysis: clinical details note on the second day of support that the ldh increased but team did not think cp was causing hemolysis at this time. It is unknown when the hemolysis began and if/when it resolved. Data log review did not show positioning issues, motor current spikes, suction, or placement signal trends. No product was returned. The root cause of the hemolysis was not determined since insufficient clinical details were provided and no product was returned. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Limb ischemia - reversible: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details.